Manufacturer narrative:
(B)(4). Medical devices: unk item #, unk mallory cup, unk lot; unk item #. Unk arcom liner, unk lot; unk item #, unk head, unk lot . Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: ilyas, I., alrumaih, h. A., & rabbani, s. (2018). Noncemented total hip arthroplasty in sickle-cell disease: long-term results. The journal of arthroplasty, 33(2), 477-481. Doi:10.1016/j.arth.2017.09.010 . [Short-term outcomes of one-stage bilateral total hip arthroplasty in young patients.pdf].

Event description:
It was reported in a journal article patients underwent hip arthroplasty on an unknown date. Subsequently, superficial wound infections occurred in 4 patients on unknown dates, of the four patients, one patient required a debridement on an unknown date. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08973; 0001825034-2018-08974; 0001825034-2018-08975.

Event description:
No further event information available at the time of this report.